Manufacturer narrative:
(B)(4).

Event description:
The neurostimulation lead was revised (reason not reported). The implantable neurostimulator was located lower than desired and was moved up during the same surgery. The pt did not attempt to recharge the implantable neurostimulator or establish telemetry for 3 weeks after revision. The pt was seen in clinic. The pt programmer communicated with the neurostimulator fine. However, no recharge efficiency bars darkened when trying to recharge. Only the reposition screen displayed. The neurostimulator was well placed. It was not too deep. Telemetry and coupling were ok prior to surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.